Manufacturer narrative:
The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. H6 investigation conclusion code 22: the diamondback 360® coronary orbital atherectomy system instructions for user manual states that a perforation of vessels is a potential adverse event that may occur and/or require intervention with use of the system. Csi ID: (B)(4).

Event description:
During the first treatment of the proximal left anterior descending artery with a diamondback 360 coronary orbital atherectomy device (oad), the oad stopped spinning. Following, the patient experienced extreme chest pain and an elevated st segment. Imaging confirmed a perforation proximal of the lesion. The oad was removed. Balloon angioplasty and stent placement was performed. The patient was stable and admitted to intensive care unit for observation. The patient was discharged the following day.